Manufacturer narrative:
Ref (B)(4). Investigation: x-review DHR, x-inspect returned samples, analysis and findings: a review of the 2 yr complaint history reveals no similar issues. A review of the DHR reveals no anomalies. This unit was converted to a demo unit on wo #242590. The complaint could not be confirmed. The unit was returned damaged. Loose and broken parts were viewable when the cover was opened up. No additional investigation was possible. This unit had shipped out december 2018 and returned february 6, 2019. This unit was fully intact and functional when converted to a demo unit. This damage either occurred during possession by the end user or in transit to and from fg. A root cause for this complaint condition is not definitively determined. However, any defective function observed is being attributed to damage. Correction and/or corrective action: none. The unit was processed for scrap. Complaints will be continuously monitored to determine if there is any new trend for this complaint condition. This complaint will be entered into the coopersurgical continuous improvement plan (cip). Was the complaint confirmed? No. Preventative action activity: coopersurgical will continue to monitor this complaint condition for any trends.

Event description:
Review of repair order log 90862. Customer stated: "leep machine jumps from coagulation to cut. Not cauterizing fast enough and unable to get above 35. " ref. (B)(4).

Manufacturer narrative:
Coopersurgical inc. Is investigating the reported complaint condition. (B)(4).

Event description:
Review of repair order log (B)(4). Customer stated "leep machine jumps from coagulation to cut. Not cauterizing fast enough and unable to get above 35. " (B)(4).